Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. Upon reception, the transmitter is working correctly and can connect to network normally. The reported event was caused by a defective power adapter, leading to a transmitter malfunction and excessive data consumption. No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 29-january-2026, there is an excessive data consumption from the device since 1-january-2026. Connectivity is therefore lost and the network is not suspected.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, there is an excessive data consumption from the device since 1-(B)(6) 2026. Connectivity is therefore lost and the network is not suspected.